Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to a dislodgement. The physician asked for a new lead to ensure a clean helix. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. This lead was replaced with the same model lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformation of the outer conductor coil. It is reasonable to assume that this damage resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.